Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion / operating unit" according to the customer: "regarding the infusion pump ns: (B)(6) , it was reported by our assistance that on 10/02 at 10:26 pm a 232ml infusion was scheduled of sg5% + 6 ampoules of amiodarone IV in 24 hours, but on 10/03 at 01:04 in the morning it was verified that the solution had already been infused totally. Upon inspecting the equipment, our technician did not identify no malfunction or operational error, but it was removed from use. I would like to request an evaluation of the pump by the factory in order to investigate the reason for this occurrence and whether there was a failure of the equipment or whether it is fit for use."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). [Analysis of use history]: when analyzing the usage history, we found that on (B)(6) 2023 the user programmed a flow rate of 500ml/h for a 24-hour infusion. The infusion started at 23:55:52, at 00:29:10, on (B)(6) 2023, the infusion was stopped correctly by the equipment because the presence of air was detected in the infusion line. The amount infused at this time was 520.32ml. Volume compatible with infusion time. At 01:16:22, on (B)(6) 2023, the user tried to restart the infusion, but, at 01:16:24, the infusion was correctly stopped by the equipment because the presence of air was still being detected in the infusion line. The amount infused at this time was 520.64ml. Volume compatible with infusion time. We found no evidence of infusion error in the history review. [Functional analysis]: functional test: programmed flow: 500ml/h. Programmed volume: 500ml. Scheduled time: 01h00min. Infused volume: 505ml. Error: 1.00% (approximate for more). Infusion time: 01:00:00 error: 0%. Result: approved. Note 01: administration rate accuracy set (B)(4) in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 1000ml graduated glass cylinder was used, code tec-329443, certificate nº 1430/2022. Note 03: to measure time, a ki0057 digital chronometer was used, calibration validity: 06/2024. [Visual analysis]: equipment appears normal as used. [Conclusion]: in the analysis of the history of use, no evidence of infusion error was found. The result of the functional test showed that the equipment is working correctly and precisely according to its specification. Technical complaint of infusion error not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.